Manufacturer narrative:
This follow up is in response to the voluntary report that was received through the FDA¿s medwatch program report, #mw5169239. The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: this report is in response to medwatch #mw5169239. From medwatch: clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery, causing the clip to fall off the applier. As the trigger was pulled, the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10 ml because the cystic artery had already been clipped by the surgeon earlier. It is important to note that transection of the cystic artery is a required outcome during laparoscopic cholecystectomy. An additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The surgeon confirmed that there was no harm to the patient. In the same case, a second laparoscopic clip applier was attempted, but the clip did not fire correctly. Automatic clip applier: epix universal m/l, ref (B)(6), lot: 1540217, exp: 2027-11-12. Quantity: (B)(4). Reference report: mw5169239. Intervention: an additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The artery was clipped with a hemolock clip. Patient status: patient is in stable condition. The surgeon confirmed that there was no harm to the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 3: #: (B)(4) first unit where the clip unintentionally cut the artery. Complaint 2 of 3: #: (B)(4): second unit where the clip did not fire correctly. Complaint 3 of 3: #: (B)(4): third unit regarding similar event that occurred a few weeks ago. The clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery causing the clip to fall off the applier as the trigger was pulled the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10ml because the cystic artery had already been clipped by the surgeon earlier. In the same case a second laparoscopic clip applier was attempted but the clip did not fire correctly. The provider did report that a similar incident occurred a few weeks ago but he did not report it at the time so we do not have any other information on that case. Additional information provided on 17apr2025: yes, the jaws were located completely around the vessel or structure to be ligated. The jaws were not torqued on vessel or tubular structure. The tissue was skeletonized before the clip applier was used. Intervention: the artery was clipped with a hemolock clip. Patient status: patient is in stable condition.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. However, the complainant¿s experience could not be confirmed or replicated as functional testing could not be performed due to excessive blood found in the internal shaft components of the device. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: from medwatch: clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery, causing the clip to fall off the applier. As the trigger was pulled, the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10 ml because the cystic artery had already been clipped by the surgeon earlier. It is important to note that transection of the cystic artery is a required outcome during laparoscopic cholecystectomy. An additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The surgeon confirmed that there was no harm to the patient. In the same case, a second laparoscopic clip applier was attempted, but the clip did not fire correctly. Automatic clip applier: epix universal m/l, ref (B)(6), lot: 1540217, exp: 2027-11-12. Quantity: (B)(4). Reference report: mw5169239. Reported from company representative via phone call on 02apr2025: the clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery causing the clip to fall off the applier as the trigger was pulled the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10ml because the cystic artery had already been clipped by the surgeon earlier. In the same case a second laparoscopic clip applier was attempted but the clip did not fire correctly. The provider did report that a similar incident occurred a few weeks ago but he did not report it at the time so we do not have any other information on that case. Additional information provided by [name] on 17apr2025: yes the jaws were located completely around the vessel or structure to be ligated. The jaws were not torqued on vessel or tubular structure. The tissue was skeletonized before the clip applier was used. Intervention: an additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The artery was clipped with a hemolock clip. Patient status: patient is in stable condition. The surgeon confirmed that there was no harm to the patient.